Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4): same meter serial number, different test strip lot number. Product problem being submitted due to test strips being part of recall # 1052693-06/13/16-001-r strip. Meter and test strips were not returned to manufacturer. Test strips are expired - unable to perform retention testing. Root cause: rc-074: manufacturing processing error. Note: manufacturer contacted customer in several follow-up calls to ensure customer had received the replacement products and that they are working as intended - unable to establish contact with customer at this time.

Event description:
Consumer called to inquire about obtaining test strips for meter; customer has discontinued product - customer has true result meter and truetest test strips. The test strips are expired - manufacturer's expiration date is 06/30/2018 and test strips are part of recall. Customer stated he had two vials of the same lot of test strips. Customer did not report a complaint associated with the products. The customer feels well and did not report any symptoms. No medical attention associated with the use of the products was reported. Customer was upgraded to true metrix product line.